Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and would not respond to a magnet after being exposed to an MRI machine. The ICD was replaced. The mini physician's manual includes a warning that patient's with icds should to avoid MRI machines (publication 354122, page 2).